Event description:
Upon placing a PICC line in interventional suite, under x-ray guidance, a foreign body was noted in the pt's skin. Foreign body was removed prior to insertion of PICC line and sent to pathology. It was determined that the foreign body was a piece of introducer wire which sheared off during initial attempt at insertion of PICC line.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.